Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer could not ¿recall¿ their blood glucose level. The patients husband called the paramedics who administered intravenous insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.